Event description:
Customer reported that his insulin pump is malfunctioning, because it was alarming. Customer stated that he change is batteries two times, but the insulin pump still alarming off no power. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen screen and constant tone due to faulty component on the motherboard. No unexpected off power alarmed noted. Problem isolated to motherboard.